Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the operating current or functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the cracked and bleeding lcd glass. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 516 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that there was a burn mark on the inside of the screen. The customer stated that they could not read the screen. The customer stated that they fell with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.